Event description:
It was reported that the patient presented remotely. Upon review, patient's pacemaker exhibited under-sensing. Patient was brought into the clinic and programming changes were made. Patient was stable throughout.